Event description:
The customer reported that she woke up with a blood glucose result of 375 mg/dl and gave herself a 4.60u bolus. When she checked her blood glucose 45 minutes later,the result was 382 mg/dl. She moved the pod and noticed that the cannula did not appear long enough to penetrate the skin. She did not smell any insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported cannula deployment issue or to determine if it could have contributed to the customer's hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."